Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the patient (pt) stated for a while now, once in a while they would have a different type of spasticity and they would take oral baclofen and ativan and it would go away for a while and it has gradually gotten way worse. Pt stated about a week ago, the "different spasticity" came back and was getting worse, it was constantly there and did not go away like it used to. Pt stated they have had no falls or trauma. Patient stated they went to the emergency room because they were afraid the catheter may have migrated and they had an magnetic resonance imaging (MRI) at 2am and ended up being admitted because the pt did not want to leave until the pump was checked to ensure it was working. Pt stated the managing physician told the hospital the pump can be checked anytime from 2 to 16 hours after the MRI. Pt wanted to know what the manufacturing guidelines were regarding MRI. Agent reviewed manufacture's role and MRI guidelines. Agent reviewed and redirected to managing physician.